Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were 12 instances of an upstream occlusion alarm on an unspecified quantity of spectrum iq pumps. This occurred during therapy at the intensive care unit (ICU), obstetrics (ob), ambulatory, and pediatrics department. Vasopressin was reported to be used in several of the events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.